Event description:
It was reported that an alarm related to an occlusion event occurred earlier in the day. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer resolved the issue by changing the cartridge and resuming insulin delivery. Additionally, technical support educated the customer about the cartridge usage guidelines, as the customer used the cartridge over 72 hours.